Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending was evaluated and it was determined the device experienced brake/steer pedal is inoperable; must use alternate pedal, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 5 to 4. 1 device is still pending evaluation.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.